Manufacturer narrative:
The customer replaced the sample probe and the sipper probe. The field service engineer found there was a leaky cell rinse tube on the detergent and replaced it. General reagent issues were excluded as the same reagent was used for both the initial and repeat testing. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter complained of discrepant high results for 3 patient samples tested for sodium (na) on a cobas 6000 c (501) module. Patient 1 initial result was 157 mmol/l. The repeat result was 141 mmol/l. Patient 2 initial result was >180 mmol/l. The repeat result was 143 mmol/l. Patient 3 initial result was >180 mmol/l. The repeat result was 141 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.